Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the device did not infuse. There was a no flow that occurred. According to the reporter, the infusor was prepared for a 5-fluorouracil therapy but the infusion never started. There was no adverse event, patient injury or medical intervention associated with this report. No other information available.